Event description:
A 25mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm on event date. The aneurysm size and vessel tortuosity are unknown. It is reported that there is no vessel calcification. It is reported that after deploying the stent graft the "pacman did not want to come down". The physician waited a short time and began to cannulate the contralateral limb and again attempted to remove the pacman (nosecone); however, there continued to be tension in the device. It is reported that the physician noted the distal end of the stent graft was clear of the marker on the catheter and was confident that the stent graft was deployed distally. As the physician removed the pacman he experienced a lot of tension in the device and had to pull very hard to remove the pacman consequently dislodging the stent graft 3cm from the original position. It is reported that a proximal aortic cuff was successfully placed. It is reported that the pt is fine and no add'l clinical sequelae has been reported related to this event.